Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on( B)(6) 2017, that the patient experienced a skin reaction in the shape of the adhesive patch extending outside of the sensor area. The sensor was inserted at the abdomen on (B)(6) 2017. The reaction was described as red, puffy, and itchy. Patient used mastisol with the sensor. Affected area was treated with hydroxyzine 25 mg tablets and triamcinolone acetonide 5 mg topical cream prescribed on 03/30/2017. No additional patient or event information was provided. Product was not provided for investigation. However, photographs were provided which confirmed the skin reaction. A root cause could not be determined.